Manufacturer narrative:
Date of event: unknown. Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for scale marking misaligned on lot # 7325624. Investigation summary: customer returned (3) loose 3/10cc, 6mm syringes. Customer states that the thickness and the location of the very first scale mark is not consistent. All returned syringes were tested using the plug gauge and all scale marking placements were observed to fall within specifications. Also, all scale markings were observed to be printed clearly and legibly on the barrel. No defects were observed on any of the returned samples. A review of the device history record was completed for batch # 7325624 all inspections were performed per the applicable operations qc specifications. There were three (3) notifications [(B)(4)] noted for missing scale lines. There were two (2) notifications [(B)(4)] noted for missing print. There was one (1) notification [(B)(4)] noted for ink rings. There were four (4) notifications [(B)(4)] noted that did not pertain to the complaint. Based on the above, no additional investigation and no CAPA is required at this time investigation conclusion: based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle first scale mark is not consistent. This occurred on 40 separate occasions. No serious injury or medical intervention was reported.